Manufacturer narrative:
Correct contact address (B)(4). \ patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: no fault found. Unable to replicate reported problem. V60 completed 25 post cycles with no issues. The ventilator was run for more than 2 hours while wiggling the da-mc cable occasionally throughout the test timeframe. This report is being submitted as part of the remediation for CAPA (B)(4).